Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 7029715; model/catalog description: coveredge 32 surgical lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there was clear fluid coming out of the patients lead incision site due to a dural tear during the lead implant procedure. The patient had a wound debridement due to taking oral steroids making the ability to heal slower. It was noted that there was no sign of infection. The patient was placed on antibiotics and was doing well postoperatively.